Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: the black box and pump histories from the date of the event had been overwritten due to continued use of the device. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient had a seizure while wearing the insulin pump. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. This report is being made due to the patient having a seizure while on insulin pump therapy.